Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported right side "deflation". Device has been explanted.

Event description:
Patient reported, right side "deflation". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, opening device on anterior side assessed as unidentified (tear) opening (shell thickness was within specification) additional observations: wear abrasion observed.

Event description:
Patient reported right side "deflation". Device has been explanted.